Event description:
The event was reported as: a surgeon was using the capio suture and the needle detached and was left inside the pt. No reported pt injury. No further information available.

Manufacturer narrative:
Sample has been requested, but not received yet. Eval report is not completed at time of this report. A f/u report will be sent when completed.